Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer reportedly received the following results on the performa combo system within 10 minutes: 31 mg/dl, 342 mg/dl and 120 mg/dl. The patient experienced convulsions at the time of the event and was treated with honey by her mother. Return of the suspect device was requested for evaluation.